Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 2, 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. On august 19, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 5 times per day and manages her diabetes with oral medication (metformin, glyburide, and januvia). On an unspecified date in 2009, the pt was reportedly feeling dizzy, lightheaded, and shaky at around 4:30pm. The pt reportedly obtained a blood glucose reading around her normal range of "90-130 mg/dl" on the subject meter, which the pt felt did not correlated with her low symptoms. Within minutes, her symptoms allegedly progressed to sweating profusely. The pt reportedly took another reading on the subject meter that read "high," 300-400 mg/dl. Soon after, the pt indicated she fell on the floor and passed out. When the pt regained consciousness "in the middle of the night" (unspecified time), she tested at around "75-90 mg/dl" on the subject meter. The pt felt better an hour later after she took food/drink. The pt felt that she could have prevented her condition (passed out) had she obtained "accurate readings" on the subject meter. However, the pt indicated that she did not administer the proper treatment at the time of concern based on the alleged inaccurate high readings. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed that she had symptoms that can be associated with hypoglycemia, did not administered the proper treatment per the alleged inaccurate high issue, and passed out. Replacement products were sent to the pt.